Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had the ins replaced and the patient thinks that the leads may be abandoned. The caller indicated that the reason for the ins replacement was the " battery died out or it was end of life or something". The caller did not have any information about what device was implanted. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed MRI considerations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.